Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): the fse confirmed the event as it occurred during a preventive maintenance visit. A replacement safety disk has been ordered and will be installed upon receipt. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a safety disk that failed upon install. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. It was reported that during preventive maintenance (pm) performed by a getinge field service engineer the cardiosave intra-aortic balloon pump (iabp) had a safety disk that failed upon install. There was no patient involvement, and no adverse event was reported. The getinge field service engineer (fse) that encountered the issue, replaced the safety disk to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed safety disk was returned to national repair center for evaluation. The final investigation has been completed by failure analysis and testing department. Retaining the safety disk in the failure analysis and testing department per procedure.